Event description:
It was reported a patient's high voltage lead presented with noise that resulted in inappropriate shock. Programming changes were made to restore normal parameters. No adverse patient effects were noted.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with noise and incorrect interpretation of signal that resulted in inappropriate shock. Programming changes were made to restore normal parameters. No adverse patient effects were noted.

Manufacturer narrative:
Correction: b5, d1, d4, h6.